Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects it states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-09251 & -09252).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported patient underwent a total hip arthroplasty on (B)(6) 2005. Legal counsel for patient further reports patient allegations of elevated metal ion blood levels. There has been no reported revision to date, this report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received reported that patient underwent a revision procedure on (B)(6) 2015.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported patient underwent a hip revision procedure approximately ten years post-implantation due to allegations of elevated metal ion blood levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported patient underwent a total hip arthroplasty on (B)(6) 2005. Legal counsel for patient further reports patient allegations of elevated metal ion blood levels. There has been no reported revision to date, this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.